Event description:
Pt's school nurse checked blood glucose on suspect device and obtained a reading of 266mg/dl. No treatment was given. Pt went to class and showed signs of hypoglycemia and passed out. Pt taken to the hosp and blood glucose was checked there in the lab. Lab result was 44mg/dl. Hosp gave 50% glucose and sent home.